Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4)

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4)

Manufacturer narrative:
(B)(4) it was reported that the catheter got stuck in a curved position while deflecting. The returned device was visually inspected upon receipt and it was found that some ring electrodes were damaged. The rings condition was not originally reported on the complaint however further information received indicates that there was resistance while removing the catheter, this might contributed to the damaged rings. The catheter outer diameters were measured and it was found within specifications. During the manufacturing process all the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility. Per event reported a deflection test was performed and the catheter passed. Catheter did not get stuck on deflection or contraction during the analysis. The device history record was reviewed and no anomalies were found related to this complaint. The DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint regarding the catheter getting stuck on deflected position cannot be confirmed; however, during the analysis rings were found slightly damaged.

Event description:
It was reported that during an atrial fibrillation (afib) procedure, the catheter got stuck in a curved position while deflecting. There was difficulty to remove the catheter. The catheter and the sheath were both removed at the same time. The physician did not observe any physical damage at the distal end of the catheter. According to the customer, the 8f sl1 st jude was in used. The case was completed by replacing the catheter without any patient consequence.